Event description:
It was reported that the patient had diffuse and highly calcified disease in all three coronary vessels. A 2.25x15 trek rx and 2.5x20 nc trek rx were unable to cross the left circumflex (lcx) coronary artery. Two whisper ms 190 cm wires were used as buddy wires and crossed the left anterior descending (lad) artery. The same treks were used to predilate the lad. It is unknown if the treks went all the way through the lesion or if it just opened up the proximal segment of the lesion. The unspecified balloons were inflated for three minutes and the patient experienced bradycardia during the procedure. The bradycardia resolved during the procedure. It is unknown if the patient was given medication to resolve the bradycardia or if it resolved with balloon deflation. The 2.25x18 xience v stent was deployed in the lad and the sds balloon was inflated twice at 6 atms and 9 atms. When the xience v stent delivery system (sds) was being removed from the anatomy, the xience v stent, and the wire came out with the sds. It is possible that the stent may not have been well apposed due to the diffuse calcification. The physician felt that one guidewire may have gone through the stent and the other guide wire may have been around the stent, trapping the guide wire. After the stent came out with the wire, the stent was hanging on the guide wire. The stent had some frayed and bent struts, but was overall intact and the correct length. The stent was manipulated post procedure and became elongated and crushed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lad lesion could not be re-accessed with whisper wires, two rx xience vs (2.5x12, 2.25x15), and two integritys (2.5x12, 2.25x15). The wires kept bending on calcification. At the end of the case, the patient had an arrhythmia that resolved with cardioversion. The patient will be medically managed. There was no adverse patient sequela. There was no additional information provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience, will be filed under a separate MFR number.